Event description:
Four knee arthroscopy surgeries utilizing the same brand and model of infusion pump and a new brand of occlusive wound dressing resulted in what an infection control nurse (at the surgery center) stated they believed was contact dermatitis. The sterility of the I-flow pumps utilized was questioned. One pt was hospitalized and treated with antibiotics.